Event description:
Information was received from a consumer regarding a patient receiving fentanyl, baclofen, and an unknown drug via an implantable pump for spinal pain. The patient thought the pump wasn't working predictably. The patient had not discussed this with the healthcare provider, but was to follow up with the healthcare provider. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.